Event description:
It was reported that: "dr (B)(6) went to put the insert down and it would not seat properly."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.